Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was dispatched to the customer facility to address the reported event. The fse adjusted the x1 loader sensor and ran rack rotation many times without error. The customer ran controls which were in range. After the service, the aia 900 was working as intended. No further action required by fse. Most likely cause for this event that the x-axis sensor required adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported error 2301: sample rack not moved issues with aia 900. The customer was unable to run patient samples for beta-hcg. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.